Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer walked the customer through checking the system including power and confirmed that the cabinet was already on with fan running. Guided the user on powering on the aio, after which the screen turned on. Customer successfully logged into medbank and retrieved medication for a patient. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was not powering on. Nurse flipped the power button on all in one (aio) on and off, but the aio still did not power on. Nurse attempted to reset the surge protector as well as plugging the unit directly into the wall power outlet, but the aio remained blank and did not power up. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.